Event description:
It was reported that the left ventricular (lv) lead had "fallen back into the coronary sinus and the lead was not able to be repositioned." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; 6935 implantable tachy lead (B)(6) 2012. (B)(4). Evaluation summary: (B)(4): no anomalies found, however blood was noted on the proximal and distal conductors; full lead returned and analyzed.